Event description:
Customer reported to international distributor that control syringe would not connect to manifold tightly causing air to enter syringe. There was no pt injury.

Manufacturer narrative:
Two used syringes, as well as one used manifold were returned by the end user. The products were visibly examined and the manifold female fitting and syringe male fitting were ansi taper checked. No defects were visible, and the products were within ansi specification. When the syringes were attached to the end female port of the manifold and injected with liquid, no leaking occurred, thus indicating a secure connection. No previous complaints have been received on the syringe lot # reported by the end user. The reported eevent is not occurring more frequently or with greater severity than is usual for the device.